Manufacturer narrative:
Continuation of concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the volume discrepancy was first noticed on (B)(6) 2019. It was reported that the cause was not determined as testing was still pending. It was reported that they would consider replacing the pump which was due for a change in 2020. The patient will continue to be monitored and scheduled for early refills. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 10mg/ml at 1.399mg/day and dilaudid 20mg/ml at 2.799mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018 it was reported that following the catheter revision (see mfg report # 3004209178-2019-00652) the arv (actual residual volume) was greater than the erv (expected residual volume). The arv was 8 ml and the erv was 2.9 ml. The volume discrepancy was noted at the first refill post revision. The healthcare provider was thinking of bringing the patient back after a month. No patient symptoms and no further complications were reported or anticipated.